Event description:
The customer stated that she was hospitalized due to blood glucose levels lower than 15 mg/dl. The customer stated that she was in a diabetic coma for approximately five days. The customer had changed the infusion set on the day of the event, but she stated she was not connected to the infusion set during the manual prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The reservoir volume was accurate. The customer also reported scratches on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip, scratched display window, cracked battery tube threads and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.